Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 100 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip. No unexpected battery out of limit noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.